Event description:
It was reported that the tachy therapy for this cardiac resynchronization therapy defibrillator (crt-d) device was turned off. Additionally, patient was noted to be not palliative. Further inquiries revealed that tachy therapy was deliberately turned off during the replacement procedure for unknown clinical reasons, and these settings were intended to remain unchanged. This device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the tachy therapy for this cardiac resynchronization therapy defibrillator (crt-d) device was turned off. Additionally, patient was noted to be not palliative. Further inquiries revealed that tachy therapy was deliberately turned off during the replacement procedure due to patient employment restrictions, and these settings were intended to remain unchanged. Subsequently, additional information was received indicating that the device therapies were programmed on after consultation with the hospital cardiac team. This device remains in service and no additional adverse patient effects were reported.